Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The last device check the device battery had 85% remaining but currently is at elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the elective replacement indicator (eri) and end of life (eol) flags have both been sent. The device case was opened, and visual inspection of the internal components did not identify any abnormalities. The battery assembly was removed from the hybrid and visual inspection did not identify any abnormalities. The battery was sent for additional which identified a short in one of the three battery cells. The root cause of the short in the battery cell could not be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The last device check the device battery had 85% remaining but currently is at elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced without incident. The explanted device was returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The last device check the device battery had 85% remaining but currently is at elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced without incident. The explanted device was returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion.